Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving baclofen (500 mcg/ml at 90.12 mcg/day) and hydromorphone (1.4 mg/ml at 0.2523 mg/day) via an implanted pump. No medication lot numbers were provided. The patient was allergic to ketorolac, quetiapine, tramadol, and tramadol hcl. The other medications that the patient was taking at the time of the event were not provided. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015, the hcp reported to the rep that the catheter was not functioning. It was unknown what led to the event. The dye study (date of study is unknown) performed by the hcp demonstrated a blockage. The catheter was aspirated intra-operatively, but no cerebrospinal fluid (csf) backflow was observed. The patient¿s symptoms were unknown at the time of the report. The catheter was replaced with a new catheter on (B)(6) 2015 and the explanted catheter was in the possession of the hospital. The patient¿s status at the time of the report was noted as alive with no injury and it was noted that the issue had resolved at the time of the report. Follow-up has been requested for additional intrathecal drug information (including baclofen type, drug lot numbers, and therapy start and stop dates), other medications that the patient was taking at the time of the event, pertinent patient medical history, catheter issue start date, and cause. A follow-up report will be filed if additional information is received.